Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported after an intraocular lens implant procedure, small amount of refractive error and glare was observed, hence subsequent laser refractive surgery was performed. The patient is put into observation and may decide for an exchange if required. Additional information has been requested and received which states unable to drive at night with halos. There are two medical device reports associated with this event. This report is for the left eye.

Event description:
Additional information has been received stated that company lens was explanted and patient was implanted with non company lens for residual refractive error, vision was good but did not resolved the glare the surgeon explanted the non company iol for the company iol of different diopter. Additional information has been received stated that halos are better but near vision was decreased but ok with reading glasses.

Manufacturer narrative:
In the initial MDR sulcoflex piggybank was reported in b.7. Inadvertently. Corrected information provided in d.10. The lens was returned in a specimen cup filled with a clear liquid. The lens had been cut into pieces, typical of insertion and removal. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the surgeon implanted a piggy back lens with the 20(1.00cyl), 22.5 diopter (add power +2.2/+3.2) lens model in an attempt to correct the residual refractive error. The piggy back lens was explanted with the company lens. Additional information was provided that the multifocal company lens (1.00cyl), 22.5 diopter (add power +2.2/+3.2) lens was replaced with a monofocal company lens (2.25cyl), 24.0 diopter lens. Due to the difference in the cylinder power and an exchange of a multifocal lens to a 1.50 diopter higher, monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).